Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive¿ by juvéderm® (1ml into each cheek). Unknown time later, patient would be feeling a little sick. About three weeks after the injection, the patient presented with a mild rash that roughly follows the injection pattern. Patient was started on benadryl and hydrocortisone the same day. The following day, patient had improvement, but event was not completely resolved. The next day, event was looking even better. Patient reported they believe they have an undiagnosed thyroid or hashimoto's autoimmune disease, deemed not device related.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Clarification to h.6. Health effect - clinical code: hashimoto's autoimmune disease (hyperthyroidism). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hashimoto (hyperthyroidism), deemed not device related is considered an unexpected adverse drug experience.